Event description:
It was reported that while using day aligners, the patient had bite concerns, teeth are making contact but it still very much isn't the teeth in the back. It also feels like the front teeth (with the one partially rotated) has gone back to being sharp on the tongue. Clinical support advised a rest period from wearing the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.